Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with c5-6 herniated nucleus pulposus with critical spinal canal stenosis and underwent the following procedures: 1) c6 corpectomy 2) c5-6 and 6-7 arthrodesis 3) c5 to c7 anterior cervical corpectomy and fusion, bmp, neuro monitoring. As per op-notes,¿ the end plate of the c5 and c7 vertebral bodies were prepared properly and then the stryker vboss titanium 23mm cage was packed with bmp and autologous bone. It was placed without difficulty.¿ the patient tolerated procedure well without any intraoperative complications.